Manufacturer narrative:
The returned product was visually inspected and confirmed the gray line on the probe manifold were occluded under the probe engine. The observed defect most likely resulted in customers complaint. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer event is consistent with a manufacturing error that can occur during the solvent-wetting process of the pneumatic tubing, followed by its insertion into the probe engine. To mitigate the risk of this type of event, downstream in-process inspections are incorporated into the manufacturing workflow after final assembly to help identify and screen out potential defects. In this specific case, solvent residue within the gray pneumatic line likely became occlusive after the downstream post-assembly inspection was completed during manufacturing, allowing the defect to persist undetected. Action will not be taken based on this occurrence. An analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing has been made aware of the issue through the monthly complaint review meeting. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not actuate during calibration for the surgery. The procedure details were unknown. There was no patient contact and impact.